Manufacturer narrative:
Patient information cannot be provided due to the restriction by the (B)(6) privacy regulation. Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced the pressure solenoid printed circuit board (pcb) and oxygen pressure transducer. At the time of servicing, the ventilator passed all testing and was returned to the customer. The pressure solenoid pcb and oxygen pressure transducer were returned to medtronic for further evaluation. The oxygen pressure transducer was visually inspected and functionally tested with no anomalies identified. The pressure solenoid pcb did not pass the power on self testing (post) with error codes identified that could result in a loss of ventilation if it were to occur while in use on a patient. The fault was isolated to component u36. It was reported that while in use on a patient, the screen on the 740 ventilator became dark and when it came back up, it generated a constant loud alarm. The most likely cause was identifies as component u36 on the pressure solenoid pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the screen on the 740 ventilator became dark and when it came back up, it generated a constant loud alarm. The patient was removed from the ventilator and placed on an alternate ventilator without harm as the result of the event.